Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of yellow stains and rust. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the parts contaminated with yellow stains and rust. The customer complaint was reproduced. There were one errors has been identified. The device was not repaired.